Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders had not crossed over from meditech. The customer reported that this malfunction caused delay when dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders had not crossed over from meditech. A technical support specialist restarted the necessary services. Following the restart, the orders began to cross over successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders had not crossed over from meditech. The customer reported that this malfunction caused delay when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.